Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose was 405 mg/dl. The customer was treated with the manual injection. There was no delivery alarm. The customer was not want to perform troubleshooting for the high blood glucose. The troubleshooting was performed for the no delivery alarm. The insulin pump will not be returned for analysis.